Event description:
It was reported that during a da vinci-assisted surgical procedure that there were intermittent issues with universal surgical manipulator (usm) 3 exhibiting non-intuitive motion. The type of non-intuitive motion observed was not specified. The procedure was completed as planned with no reports of patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The logs from this morning showed no related errors to the complaint. The technical service engineer recommended ensuring the instrument and sterile adapter get reseated or replaced if this issue persists. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.